Manufacturer narrative:
On (B)(6) 2023, fujifilm corporation concluded the root cause investigation of dh-40gr. It was confirmed that the hood separated at the interface between the tip and the rubber. The root cause is determined to be a result of product variance. Therefore, the acceptance criteria for product inspection were reviewed and updated to strengthen quality control. Fujifilm will continue to monitor complaints for similar issues.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Event description:
On january 13, 2022, fujifilm corporation was informed of an event involving dh-40gr. It was reported that the hood separated and fell off during an endoscopic submucosal dissection of the sigmoid colon. The piece was retrieved and the procedure was completed successfully without harm or injury. There was no death or serious injury associated with the event.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.